Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. X-ray noted the helix was slightly deformed near the electrode tip. This finding was consistent with the described event. However, it was not determined to have caused or contributed to the reported observation. Laboratory testing was unable to reproduce the clinical observations and detailed analysis revealed the lead was within specification. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The implanting physician inserted the lead with its helix partially extended. This allowed the helix to catch tissue while being guided towards a vein and stopped the lead advance. A micro tear in the vein was suspected, but not confirmed. The ra lead was removed. However, as the helix failed to retract completely an alternate lead was implanted. No adverse patient effects were reported.